Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred with multiple new cartridges. Reportedly, the customer had followed the prompts when loading the cartridges. The customer's blood glucose level was 428 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.